Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of transcripts revealed over-sensing of the right ventricular lead. Myopotential over-sensing was suspected. Programming changes were made to resolve the issue. Patient was stable.